Event description:
When the surgeon was inserting the seidel plug into the patient femur, the inserter burst through it. It was pushed in the femur and operation was finished.

Manufacturer narrative:
An event regarding crack/fracture involving a seidel bone plug was reported. The event was not confirmed. The device remains implanted. It is reported that there were no adverse consequences to the patient. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: there has been one other event for the lot referenced. Conclusions: the exact cause of the reported plug crack/fracture could not be determined because insufficient information was provided. Further information such as x-rays and operative reports are needed to complete the investigation for determining root cause.

Event description:
When the surgeon was inserting the seidel plug into the patient femur, the inserter burst through it. It was pushed in the femur and operation was finished.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device implanted.